Event description:
It was observed that during the device evaluation, the 26 fr. Outer sheath had the ceramic tip loose/broken. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following malfunctions were identified during the device evaluation: the ceramic tip was loose/broken. It is likely the following led to the malfunction: stress problem identified which resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device